Event description:
It was reported that the patient is no longer able to hear with his device. His audio processor had been functional since activation, and then recently, he completely lost sound. The audio processor was checked and it appeared to be working. A vibrogram was completed with reportedly no measurable vsb thresholds. The audiometric testing reportedly showed no change in bone conduction or air conduction thresholds. No trauma, illness or infection have been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.